Manufacturer narrative:
Product was returned for evaluation.

Event description:
Doctor alleged the patient swallowed the lingual arm of the aoa mini rpe, which came apart from the weld. The patient visited the emergency room and an x-ray was prescribed. The x-ray showed the component was in the stomach and the physician released the patient indicating it would pass naturally.